Event description:
It was reported during testing at the user facility, the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
We are submitting this because we have completed the investigation.

Event description:
It was reported during testing at the user facility, the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.